Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. According to the information received, that during the removal, the surgeon had difficulty in removing the 3screws, but he managed to remove them with the removal instruments. Three broken va-locking screws and one va-locking calcaneal plate were returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection of the returned devices. The visual inspection revealed strong damages on all three screw and as well on the plate. The visible damages were most probably caused during explanation with removal instruments; the screw heads were broken at the neck section and are still stuck in the plate. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features and functional check. The damages are clearly caused post manufacturing. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The event described could be confirmed as the locking screws are broken and still stuck in the plate. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot : part: 04.211.040s, lot: 5l75660, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 20.aug.2019, expiry date: 01.aug.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part: 04.211.040, synthes lot # 11l3250, supplier lot # 11l3250, release to warehouse date: 15 jul 2019, supplier: (B)(4), no ncr's were generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery to treat the calcaneal fracture. On (B)(6) 2020, the patient underwent the removal surgery because the bone union was confirmed. During the removal, the surgeon had difficulty in removing the three (3) screws as the bone and screw were stuck together, but surgeon managed to remove them with the removal instruments. The surgery was completed successfully. The scheduled surgery time was sixty (60) minutes. Patient outcome is reported as stable. No further information is available. Concomitant devices reported: va-locki calcaneal pl 2.7 lrg l70 le ti (product code: 04.211.405s, lot number: 19p3951, quantity : 1); va lockscr ø2.7 head 2.4 self-tap l28 ta (product code: 04.211.028s, lot number: 5l86278, quantity : 1); va lockscr ø2.7 head 2.4 self-tap l50 ta (product code: 04.211.050s, lot number: 5l93790, quantity : 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. This is report 3 of 4 for complaint (B)(4).